Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuffs were tested prior to use and were able to inflate/deflate with no issues. Once the tubes were placed, the cuffs would not inflate. The tubes were removed, and a tear was noticed in both cuffs. A new tube was put in place and no issues.